Event description:
The customer contact reported the pump did not deliver. On an unspecified date, the pump was programmed in the dose calculation mode to deliver an unspecified concentration of dopamine, and a dose rate of 3mcg/kg/min via a right antecubital double PICC line. No further programming parameters were provided. It was reported that the dopamine therapy was to be titrated to maintain a systolic blood pressure (sbp) above 90mmhg. Reportedly at 1740, the patient's sbp was 70mmhg and the patient received 250ml of normal saline and the dopamine therapy was titrated to a dose rate of 20mcg/kg/min. At 1900, the patient's blood pressure (bp) was 85/56mmhg and the dopamine therapy was titrated to a dose rate of 30mcg/kg/min. At 2000, the patient was treated with an unspecified concentration of levophed at a dose rate of 3mcg/min using an unspecified pump and IV site. At 2100, the dopamine therapy was discontinued. At this time, the nurse was unable to irrigate the PICC line port where the dopamine was infusing. It was reported, "the pump alarms did not indicate that the IV site was occluded and the pump settings indicated that fluid was being infused whereas the fluid level in the IV bag was unchanged over the course of one hour." There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy, and appropriately detected and alarmed for proximal and distal occlusion. A calibrated set was used for testing per the device release specifications.